Event description:
Physician began bagging with oxygen (100%) but was unable to generate any tv due to a valve malfunction of the ambu bag. Another bag was obtained and had the same problem. The third bag was acceptable and pt resumed to 100%.